Manufacturer narrative:
The investigation for the reported access site bleeding issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely due to use issue. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old female requiring an impella cp device for mechanical circulatory support. It was reported the patient experienced bleeding due to the closure system, proglide. The access site was able to be successfully closed with a cover stent.